Event description:
It was reported that the implantable neurostimulator (ins) "did not recharge at the appropriate times." The ins was failure to maintain regular charging sessions. The patient was injury, incision. The ins was replaced. "No stim." The patient had good coverage post operation. The patient recovered without sequela from o.r.

Manufacturer narrative:
Analysis of device, serial #(B)(4), found that the battery was overdischarged and permanently damaged. No significant anomalies were found.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead. Product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger. Product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer. Product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. Product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.